Manufacturer narrative:
Device has been use for over 2 years. Manufacturer spoke to the dealer and facility. The sling is not an invacare product and has not been identified. The dealer and a manufacturing representative had inspected the lift and found no defects and/or malfunction. Current user guide covers transfer methods.

Event description:
The facility alleges while the resident was in the sling of the lift, the aide turned to look at the scale on the lift and the resident slid out of the sling on to the floor, allegedly breaking her leg.